Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Circulation pump motor was knocking. Circulation pump motor was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alert 41 (low internal flow) low flow. Per wo notes, during testing circulation pump command (cpc) was 80 percentage, inlet pressure (ip) was -6.9. 2000-hour service. Per sample evaluation results received via task on 21nov2025, it was reported that they received error 80 (non-recoverable system error). Unit was primed to fill. Control panel would not power on, black screen was present, no errors displayed. Circulation pump motor was knocking. Tank seal was found off center, allowing water to escape the tank.

Event description:
It was reported that the arctic sun device gave alert 41 (low internal flow) low flow. Per wo notes, during testing circulation pump command (cpc) was 80 percentage, inlet pressure (ip) was -6.9. 2000-hour service. Per sample evaluation results received via task on 21nov2025, it was reported that they received error 80 (non-recoverable system error). Unit was primed to fill. Control panel would not power on, black screen was present, no errors displayed. Circulation pump motor was knocking. Tank seal was found off center, allowing water to escape the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.